Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient alleged she was "left crippled by mesh surgery and is now waiting to have both her bladder and bowel removed." The article did not identify the implant used to treat the patient. There was no manufacturer, brand, name or product identifiers. The request was prompted from a recent article published in the sunday post (aug 12th, 2018). Https://www.sundaypost.com/fp/memos-reveal-mesh-firms-were-warned-21-years-ago-that-material-should-not-be-used-on-humans/.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the women's health mesh ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient alleged she was "left crippled by mesh surgery and is now waiting to have both her bladder and bowel removed." The article did not identify the implant used to treat the patient. There was no manufacturer, brand, name or product identifiers. The request was prompted from a recent article published in the sunday post (aug 12th, 2018). Https://www.sundaypost.com/fp/memos-reveal-mesh-firms-were-warned-21-years-ago-that-material-should-not-be-used-on-humans/